Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that immediately post implant of this 20mm aortic mechanical valve, it was explanted and replaced with another medtronic product. The reason for the replacement was reported as a valve leaflet detached off after the leaflet had been adjusted using the end of the valve holder handle. It was stated that the leaflet was removed from the patient by hand. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It is possible that the incorrect part, such as the body/jaw (part of the valve holder), was used instead of the rotator. The body/jaw would engage the leaflets and could create high torque pressure on the edges of the leaflets that could lead to cracking and breaking of the leaflets. The rotator engages the stops on the orifice, rather than the leaflets, and would not cause leaflet damage. The IFU cautions: "caution: use only the rotator supplied with the device. Do not use any other instrument to rotate the valve. Use of instruments other than those provided may cause damage to the orifice and leaflets and may result in valve malfunction." However, with the information received, a conclusive cause of the breakage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that one leaflet was attached to the orifice and appeared intact; no damages or surface anomalies were noted. The second leaflet was received broken with the straight edge still attached to the orifice. The seating face, major radius edge, of the leaflet was received broken and in two pieces. Coaptation of the attached leaflet and leaflet straight edge were tested using a blue actuator. The leaflet and leaflet edge were fully mobile. Dried coagulated blood material was found on the inner diameter of the orifice and hinge mechanisms. After the carbon assembly was cleaned and dried, the hinge mechanisms and orifice were intact with no evidence of damages. The sewing cuff was blood-stained. The carbon subassembly rotated in the sewing ring. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. H3: device evaluated? Updated h6: updated the code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.